Manufacturer narrative:
(B)(6). Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Upon review of the x-rays that were provided, an investigation cannot be performed as the complaint condition cannot be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. (B)(6). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during a second revision surgery to treat bicondylar proximal tibia fracture of left leg, patient underwent hardware removal. The fracture did not heal as expected and the patient presented non-union. Due to this reason, this second revision surgery was performed. A total of three (3) plates and eighteen (18) screws were removed. One (1) plate was retained within the patient. All the implants were removed without any difficulty and were found be intact. There was no reported product problem. This 2nd revision surgery was completed successfully without any delay. The patient was implanted with a competitor¿s device (total knee, stryker) and is reported to be in stable condition. This complaint is for twenty one (22) devices. This report is 6 of 22 for (B)(4).